Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2014, the patient was taken to the doctor to for because the skin under the sensor patch adhesive was red and very itchy. The sensor was inserted at the buttocks on (B)(6) 2014. The doctor suggested use of flonase on the skin before sensor insertion. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The patient's mother contacted dexcom on 01/22/2019 and while discussing a current issue, she mentioned a previous skin reaction. She indicated that the patient was currently treating a skin reaction with hydrocortisone cream that was prescribed to the patient on (B)(6) 2014. No additional patient or event information is available.